Manufacturer narrative:
The events of "seroma and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma and lymphoma-alcl-suspected.

Event description:
Patient representative reported left side "patient began to experience an increase in volume in their left breast... ¿amorphous material, blood cells and small and medium-sized lymphoid elements, the latter cd30" while the one on the seroma ascertained that there was an ¿anaplastic large cell lymphoma.¿ device has been explanted.